Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was removed and replaced due to elective replacement indicator (eri). There was also a question whether the device longevity of 40 months was expected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 429688 lead implanted 2011 (B)(6); 7121 lead implanted 2011 (B)(6). (B)(4).